Manufacturer narrative:
Additional information investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. Tried to fire the reload with the manual stapling handle, but could not be fired. There was no problem when checking the opening and closing of the jaw at setting. The user did not touch the green button except when stapling. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.